Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that two days after the initial implant the pt developed a fever. It was suspected that the device would not flow. Since an image did not indicate blockage, the device was revised.